Event description:
Reporter alleged the customer attempted to test on the advantage system when she felt as if she would pass out and was sweating but the device would not power on. Reporter stated that she treated the customer with glucose tablets as she would not have been able to treat herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.